Event description:
It was reported that the product was supposed to be used as a connector in egmo therapy but did not hold the connection properly. The adaptor is leaking blood. No patient injury occurred due to this.